Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. The lead was capped on (B)(6) 2022. The lead was not replaced as the physician elected to downgrade to a single chamber implantable cardiac defibrillator system. The patient was stable.